Event description:
Patient reporting a downstream occlusion alarm. Patient was frustrated and said she had this a month ago and knew what to do and just wanted me to alert (B)(6) hospital that she was coming in. Patient confirmed she would be going to her prescriber's hospital. Patient confirmed it was happening with both pumps and there were no blocks in her external line. The suspect device serial number was not provided by the patient. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Also malfunctioning if yes, was the patient able to successfully continue their infusion? Pt went hospital to continue infusion; is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing? Resolved. Pt code: 4582. Device code: 2423. Ref report: mw5182994.